Event description:
Boston scientific received information that this programmer (prm) would not boot up, makes a humming sound and smells like burning. It was recommended to return the prm for analysis. Programmer remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this programmer (prm) would not boot up, produced a humming sound and smelled like burning. Boston scientific technical services (ts) recommended returning the prm for analysis. The programmer remains in service after this was repaired. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation to this programmer was confirmed. The unit boot failed with a smell of smoke. The circuit board of the programmer was replaced as it was shorted/burnt. The programmer passed several times for the error code found in the log file. This unit passed all other incoming tests.

Manufacturer narrative:
Additional analysis was performed and determined that the programmer has an issue with the circuitry and hard drive. The programmer was repaired.